Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address poly wear, osteolysis, and loosening of the femoral, tibial, and patellar components at the cement/implant interface (competitor's cement was used in the primary surgery).